Event description:
It was reported that the touch screen of the devic eis inoperative and the battery shows it is fully charged. There were no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.